Event description:
The hospital reported that during preparation of an endoscopic vein harvesting procedure, the dissection tip of the vasoview 6 evh system broke. The hospital reported no pt effects. The procedure was completed with a replacement unit. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6)2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4)